Event description:
It was observed during the device inspection, that the duodenovideoscope forceps elevator had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 8 years since the subject device was manufactured. Based on the investigation results, it was confirmed that a foreign substance was attached to the forceps base, but the foreign body could not be identified. Leaks due to cracks in the scope connector, leaks due to pinholes in the bending section cover, and leaks in the forceps base may have prevented proper reprocessing and the foreign matter could not be removed. The cause of the foreign matter remaining on the device could not be identified. The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.